Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intermittent bilateral lower extremity (ble) numbness; worse on the right leg. The patient went to the emergency department on (B)(6) 2012 and had cts of her back and was discharged to home. The numbness of the ble persisted intermittently. One day prior to admission she started having significant paresthesia of her abdominal wall. It was painful to touch her anterior abdominal wall even lightly. The pump was in the right subcostal area and there was no obvious infection on this site. The patient was noted to have abnormal mris and admission was advised. The back specialist stated it was more a neurological problem. The patient was seen by a neurologist who stated that this was neuro pathic pain with syrinx. The patient continued to have pain and there was a question of biliary dilatation. Gi was consulted and ordered a magnetic resonance cholangiopancreatography (mrcp). Hcp stated the issue might be the patient's pump tip that may be causing the fluid collection in the spinal area and the patient needs to be operated on the following day. The catheter was replaced on (B)(6) 2012. The outcome was resolved without sequelae.

Event description:
The patient had an inflammatory mass. The manufacturer's device registration system indicates that the catheter was replaced. The device system was delivering dilaudid, bupivacaine, droperidol, and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the inflammatory mass was at the catheter tip.